Event description:
It was reported, via social media, that the deep brain stimulation (dbs) patient was having difficulty with the charger and could not charge the implantable pulse generator (ipg). The patient went to the emergency room and was treated for anxiety with medication.